Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The belt was unable to communicate with a monitor.